Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of visualization of black mold, inside the chamber base along with white spots on heater plate. The patient also alleged of having pneumonia and has been on antibiotic treatment for three weeks. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of visualization of black mold, inside the chamber base along with white spots on heater plate. The patient also alleged of having pneumonia and has been on antibiotic treatment for three weeks. In the initial report, section b5 was not updated, the correct b5 should be- the patient has alleged visualization of black molds in the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device was completed by the manufacturer and found evidence of musty smoke (non-tobacco) odor, moist spots on the sound abatement foam, potential congealed, degraded sound abatement foam on the bottom of the blower motor, whiny sound while providing therapy on the blower motor, spots of potential congealed on the blower box bottom, black contamination with keratin, at the air outlet of the blower box, light white dust-like contamination on top of the blower motor, blower seal and at the bottom of the blower motor, unknown white and black contamination (dust like), and some potential very small hairs and or fibers at the air input of the blower box. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with musty smoke (non-tobacco) odor, moist spots on the sound abatement foam, potential congealed, degraded sound abatement foam on the bottom of the blower motor, whiny sound while providing therapy on the blower motor, spots of potential congealed on the blower box bottom, black contamination with keratin, at the air outlet of the blower box, light white dust-like contamination on top of the blower motor, blower seal and at the bottom of the blower motor and an unknown white and black contamination (dust like), and some potential very small hairs and or fibers at the air input of the blower box were inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section b1, b7, d9, g3, h1, h6 have been updated/corrected.